Manufacturer narrative:
Product ID: 3389, lot# unknown, implanted: (B)(6) 2008, product type: lead; product ID: 37086, serial# unknown, implanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the battery replacement was for rechargeable ins that had gone beyond 9 years. The cause of the high impedance was not determined, but they programmed around the high impedance contacts. There were no more actions planned, but patient will be monitored. No further complications were reported/anticipated.

Manufacturer narrative:
Event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a new ins implanted, and after the implant some impedance measurements were out of range. The out of range pairs were c&4 at 3992 ohms, 4&6 at 4501 ohms, 4&7 at 4951 ohms. The patient was programmed to 5- 7+ and therapy impedance was normal. There were no symptoms reported. No further complications were reported or anticipated.